Event description:
It was reported through an implant card that the patient had a full revision surgery due to a lead discontinuity. Explanted products will not be returned to manufacturer since they have been disposed. Good faith attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.